Event description:
Information was received from a patient regarding an external device. The reason for call was pt reported that implant (ins) won't charge and they get no device found, which started happening "about 2 weeks ago off and on". Pt mentioned they went to see their hcp and was told to call pats. Pt mentioned they had another recharger (rtm) sent in the past. Pt says the rtm is heating up. Controller port and rtm look intact. The issue was not resolved. An email was sent to the repair department to replace the rtm.

Manufacturer narrative:
Date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755 (serial: (B)(6); product type: 0213-recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.